Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a was with the wds. Microscopic examination revealed there were numerous kinks in the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. (B)(4).

Event description:
Reportable based on analysis completed on 12jan2016. It was reported that shaft damage on the delivery system occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and watchman closure device & delivery system (wds) were used. When the wds was going through the femoral passage inside the was, friction and resistance was noted. The physician removed the wds and noticed the legs of the closure device were sticking out of the wds and the wds was damaged. The wds was fully contained in the was when it was removed from the patient. The procedure was completed successfully with another wds and the same was and no patient complications were reported. However, device analysis revealed kinks in the was.